Manufacturer narrative:
Complaint no: (B)(4). Manufacture date: november 6, 2015 ¿ november 9, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling an infusor with solution, it would not flow. There was no patient involvement. No additional information is available.